Event description:
According to the available information during the procedure, a suction failure occurred. No patient harm was reported, and the item was replaced.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number. Checking the quality database revealed no anomaly in relation with the describe defect. The production documentation of the claimed lot has been checked. This suction failure could be caused by a blockage inside the device. We could not find any non-conformity during the production which could indicate this type of failure. We did not receive back the sample to be able to check it physically, therefore the root cause can not be determined. The defect can't be confirmed.

Event description:
According to the available information during the procedure, a suction failure occurred. No patient harm was reported, and the item was replaced.